Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys including an ipg on (B)(6) 2009. It was reported that the pt's scs sys was explanted on an unk date because he was unable to tolerate the parasthesia. The explanted devices were discarded by the medical facility. No further info is available.